Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump is rebooting itself and goes back to confirm screen. The reporter stated that the patient's blood glucose was 18 mmol/l after the last reboot. The reporter stated they did not check the ketones. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter stated that they changed the site and did prime/rewind and corrected. The reporter denied moisture or corrosion in battery compartment. This report is being made due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/25/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2013 with the following findings: there is a single unexplained power on reset recorded in the black box. Performed pump rewind, load, and prime with no loss of power. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power. There was no corrosion or cracks on either the battery compartment or cap. The threads on both the compartment and cap were intact. Investigators were able to fully tighten battery cap with no yellow o-ring visible. The battery cap measurements were within specifications. There was no defect found.